Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the cup from the water trap was missing from the inspiratory side. No tube melting or charring was detected. Leak testing was performed and a profuse pinhole leak was detected on the inspiratory limb of the circuit located approximately 9 inches from the "wye" connection (patient end). After a thorough visual review, the pinhole did not appear to be the result of a manufacturing issue. Under magnification, the pinhole appeared to be more like a tear, or gash, caused post manufacturing. It should also be noted that white tape (hospital tape) residue was adhered to the tubing at the same location as the pinhole leak. The reported complaint of a leaking circuit was confirmed based upon the sample received. The returned circuit was confirmed to leak as a result of a significant puncture in the corrugated tubing material. All circuits are 100% inspected for leaks at the time of manufacturing so it is unlikely that this defect was present at that time. The defect was discovered after being in use for several days. Other remarks: therefore, based upon the time of discovery and the damage observed on the returned sample, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the device passed the ventilator leak test and was placed on the patient. The circuit developed a leak over time while in use on the patient. The ventilator setting had to be turned up to help with the leak. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record could not be conducted since the lot number was not provided. No corrective action can be established at this moment since the device sample is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is it being manufactured at the time. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the device passed the ventilator leak test and was placed on the patient. The circuit developed a leak over time while in use on the patient. The ventilator setting had to be turned up to help with the leak. No patient injury or harm reported.